Event description:
The device was applied during a laparoscopically assisted vaginal hysterectomy procedure. The instrument was difficult to remove. The surgeon manually manipulated the device from the application site and applied another device to complete the procedure. The hosp has reported no pt injury occurred.